Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned and the customer allegation cannot be confirmed. During the device evaluation, the device logs were reviewed and it was found that overpresurre occurred multiple times on 20feb2024. Based on the results of the investigation, a definitive root cause could be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit had excessive pressure warning sounds, flow rate count was fluctuating along with blinking, and the entire front panel was not blinking. The issue occurred during maintenance. There were no reports of patient harm.